Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a flush drive support cap. The patient's blood glucose at the time of incident was 400 mg/dl. She experienced dizziness as a result of her hyperglycemia, and she treated via insulin pump bolus. Troubleshooting then occurred for the flush drive support cap. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and follow her medically prescribed back-up plan. The insulin pump will be returned for analysis.